Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that there was an undefined issue during the load fill process. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.